Event description:
It was reported while using BD Preset¿ Eclipse¿ Arterial Blood Collection Syringe, foreign matter was seen on the side of the plunger stopper of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation Summary:BD had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for Foreign Matter on Needle / Fluid Path was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode Foreign Matter on Needle / Fluid Path. BD was not able to identify a root cause for the indicated failure mode.Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.